Event description:
On (B) (6) 2010, the patient's daughter reported that on 03/31/2010, the patient had an elevated blood glucose reading of 453 mg/dl with this normal range being 80-120 mg/dl. The daughter said the patient stated he boluses insulin via his infusion device but when they checked the pump memory, the bolus would not be listed. She thinks his device button is not properly functioning, but is unsure whether it is the up or down button. The daughter did not have the patient's insulin infusion device with her to conduct troubleshooting. She stated the patient has an appointment with his diabetes educator to discuss adjusting his basal rates. The infusion device was replaced and requested to be returned for evaluation.